Manufacturer narrative:
Concomitant products: 4054 lead, implanted: (B)(6) 2007. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Also, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported an alert occurred due to right ventricular (rv) lead defibrillation and superior vena cava (svc) defibrillation impedances were out of range high and there was a fracture. It was further reported the patient had a fall the day before the alert occurred. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.